Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
He customer reported a button error from the insulin pump. There were no significant events leading up to the error. The customer's blood glucose value was 178 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).